Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in an adult female patient who had essure (ess205) (batch no. 626216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain and cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("constant bloating"), libido decreased ("reduced libido"), myalgia ("muscle pain"), arthralgia ("joint pain"), feeling abnormal ("constant feeling of inadequacy") and listless ("most days I don't want to move") and was found to have weight increased ("weight gain of 40 lbs"). The patient was treated with surgery (surgery to remove essure/total laparoscopic hysterectomybilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, abdominal distension, libido decreased, weight increased, myalgia, arthralgia, feeling abnormal and listless had not resolved. The reporter considered abdominal distension, arthralgia, back pain, feeling abnormal, libido decreased, listless, myalgia and weight increased to be related to essure (ess205). Lot number: 626216. Manufacture date: 2007-11. Expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 04-nov-2015. The most recent information was received on 18-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("constant bloating"), libido decreased ("reduced libido"), myalgia ("muscle pain"), arthralgia ("joint pain"), feeling abnormal ("constant feeling of inadequacy") and listless ("most days I don't want to move") and was found to have weight increased ("weight gain of 40 lbs"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, abdominal distension, libido decreased, weight increased, myalgia, arthralgia, feeling abnormal and listless had not resolved. The reporter considered abdominal distension, arthralgia, back pain, feeling abnormal, libido decreased, listless, myalgia and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced back pain (seriousness criteria medically significant and intervention required), libido decreased ("reduced libido"), abdominal distension ("constant bloating"), myalgia ("muscle pain"), arthralgia ("joint pain"), feeling abnormal ("constant feeling of inadequacy") and listless ("most days I don't want to move") and was found to have weight increased ("weight gain of 40 lbs"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, libido decreased, weight increased, abdominal distension, myalgia, arthralgia, feeling abnormal and listless had not resolved. The reporter considered abdominal distension, arthralgia, back pain, feeling abnormal, libido decreased, listless, myalgia and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 09-nov-2020: pif received: case category updated to serious incident, essure model no updated to essure 205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.